Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced .

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Additional observations: white particles observed in the surface of the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.